Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive event. The cause of the reported adhesive event could not be determined. A tear was observed in the exposed portion of the soft cannula. The timing and cause of this damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Treatment information was not provided.